Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was 50 mg/dl and blood glucose was 125 mg/dl. Customer thought it might be caused because of lying on the sensor. Customer declined troubleshooting. No further information reported.